Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Was this device serviced by a third party? No. (B)(4). Reporter postal code: (B)(6). Correction/removal number: 3002809144-09/18/19-008-c. Further investigation into this issue found that results could have been impacted by the alinity bulk solution level sensor on the alinity I instrument, in which the sensor inaccurately detects the float position due to a leak. The float sensor may result in a failure to properly monitor bulk solutions inventory which could impact the intended contents of the reaction mixture and create the potential for incorrect patient results. A previous product correction letter was issued to all worldwide customers with installed alinity I processing modules. The necessary actions outlined in the previously issued product correction apply to both issues: discontinue reporting results until troubleshooting is complete; provides instruction for inspecting the alinity ci series bulk solution level sensors and the actions to take if a crack is found; and if the level sensor is not cracked, to reference the alinity ci series operations manual for instructions on troubleshooting for the specific message code. The customer is also provided with specific instructions on how to perform weekly maintenance of the alinity ci series bulk solution level sensor.

Event description:
The customer stated that false negative alinity I troponin-I results of <1.6 pg/ml were generated for a male patient (sid (B)(6)) on (B)(6) 2021. Samples from the same patient were tested on a different alinity I processing module on the same day and the results were positive at 3,617.9 and 4,288.0 pg/ml. After inspection of the instrument, the customer noted instrument generated error code 1196 unable to process test, no signal peak & volume discrepancy for the pre-trigger solution. The customer replaced the pre-trigger level sensor, performed verification, which all passed, and replacement resolved the issue. No adverse impact to patient management was reported.